Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 row d was not detected on bus. A field service engineer inspected all cables and connections with no issues identified, and a reboot did not resolve the problem, replaced the older-style drawer controller printed circuit board (pcb), which restored functionality. Verified the repair in the hardware test application (hta), and the customer successfully tested the drawer in the pyxis application, completing inventory without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, entire drawer was failed and not connected to the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.